Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under p030031/s053. (B)(4).

Event description:
It was reported that a patient, approximately (B)(6), male, underwent an atrial fibrillation procedure with a thermocool smarttouch sf bi-directional nav catheter and suffered a cardiac tamponade which required surgical intervention. During the mapping phase, the patient had a tamponade. Protamine was administered and the patient's pulse and blood pressure became close to normal again. A pericardiocentesis was attempted without success, so the patient was taken in for heart surgery. The event was considered life threatening and the patient did require one week of extended hospitalization and rehabilitation. The physician's opinion on the cause of the adverse event is patient condition, as the patient had an unusual anatomy. The event occurred during catheter manipulation. A transseptal puncture was performed with a st. Jude medical sl0 needle and a st. Jude medical sheath was used during the procedure. The patient received anticoagulant and the activated clotting time was maintained at 250 to 300s. The event occurred during catheter manipulation and no ablations had been done. Irrigation flow setting was 2 ml/min and 8 ml/min. There were no errors reported by the biosense webster systems during the procedure.

Manufacturer narrative:
Originally, we reported that the device in the 3500a initial report was not approved by the FDA. However, biosense webster inc. Considered it a similar device and was reporting the event. This supplemental is a correction as the product was FDA approved. Therefore, please see the correction in common device name. FDA product code, common device name, PMA/510(k) # and UDI#. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient, approximately (B)(6), male, underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade which required surgical intervention. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality of the sensors were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. According to further information received it might be related to the patient condition, since they did have an unusual anatomy.